Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensing decreased after the lead was fixated and a better position with stable values could not be found. The lead was replaced with a new lead and all values in range. The patient was in good state of health after the surgery.